Manufacturer narrative:
Medical device lot #: the customer provided lot # 181241. This does not match the catalog number provided. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check for needle breaks off during use due to unknown lot number. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle breaks off during use) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform complaint lot history check for needle breaks off during use due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 1.0ml 31g 6mm s/c u-100 relion needle broke off during use. The following information was provided by the initial reporter: material no. 328519 batch no. Unknown (provided: 181241). It was reported that during injection the needle was missing from syringe. X-ray was performed and needle was not located in site. Verbatim: consumer reported when did the injection the needle was missing from the syringe. Husband and wife/patient went to the ER for an x-ray. The x-ray was not able to locate the needle in her site. The hospital advised to look in clothing or on floor. They never did find the needle. The hospital advised to discard the syringe in their hazard container.